Event description:
A patient was admitted to critical care services with diagnosis sinus tachycardia (st) elevated mi. Two days after admission, patient sustained 10-12 seconds of ventricular stand still without alarm notification at remote monitoring station. Patient remained responsive but stated "felt" the event. Clinical engineering notified and event reported and filed with ge healthcare. Patient did not suffer any harm or injury.======================manufacturer response for cardiac monitor- dash 4000 monitor, dash 4000 monitor (per site reporter).======================ge healthcare was notified and performed investigation analysis by dialing into system. Conclusion: "the available data does not indicate malfunction of device. While the computed heart rate did drop low enough during the event to cause a brady alarm, the absence of an asystole alarm suggests that heart rate did not reach the design threshold of zero."device #1is this a laboratory device or laboratory test?no.